Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer investigation, due to the long-term repeated use, the pin or lock of the video connector has worn, or the user has added excessive force to the output socket. The electrical contact of the connector became unstable, which interferes with the image transmission and communication between the scope and the video connector, which would cause the b30 error. Handling of the equipment is described within the instruction manual, which may have prevented the phenomenon: "do not apply excessive force to the light source and/or other instructions connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
The user facility reported to olympus that the issue was resolved and cancelled the service request; no further details were provided. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the b30 error was generated when using an olympus clv-190/cv-190 tower. The problem, as reported to olympus, occurred on preparation for use. The user facility was unsure which device to attribute the cause of the reported problem. There was no patient injury or harm, associated with the problem, reported to olympus. Related report: 8010047- 2021-02914